Event description:
It was reported by the user that during check, the cardiosave intra-aortic balloon pump (iabp) after replacing the helium cylinder, a leak was detected at the connection point between the cylinder and the coupling turret. The issue was traced to the sliding mechanism of the cylinder coupling system, which had become stuck in an elevated position. This misalignment prevented the cylinder from sitting parallel to the cardiosave connection clamp. As a result, a gap formed at the interface, leading to the leak. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Corrected fields: b4, g3, g6, h2, h6 (investigation findings , investigation conclusion, type of investigation), h11. Updated fields: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the leak at the connection between the tank and docking turret. The issue was caused by the helium tank being stuck too high. To remediate this issue, the fse adjusted the turret's end stop screws to allow free movement and proper alignment of the helium tank. The unit passed all functional tests and returned to the customer.